Event description:
It was alleged that on several occasions air was noted in the line to patients. No other information has been provided regarding these events. There was no reported patient consequence.